Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the alarm is not working when you turn the unit on.

Manufacturer narrative:
The device was returned and it was found that the controls button/switch is broken.

Event description:
The dealer states the alarm is not working when you turn the unit on.